Event description:
It was reported the intraocular lens was removed and replaced 2 days after implanted. Reason stated was the lens optic appeared cloudy and discolored.

Manufacturer narrative:
The lens was received cut in 2 pieces across the optic. One half of the optic was hydrated in purified water and the cloudy lens condition was confirmed. The center of the optic appeared milky with the periphery of the lens clear. The remaining half lens was sent to an independent analytical laboratory for analysis. The cloudy condition of the lens could not be seen. The sample was received by the laboratory on 11/10/11, extracted overnight on 11/14/11 and analyzed on 11/22/11. The isoprpyl alcohol (ipa) extract was analyzed using gas chromatography/mass spectrometry (gc/ms). The two main compounds found in the ipa extract of optic body were siloxanes and aliphatic hydrocarbons. An ester compound was also seen. In summary, there were no compounds found that could cause a lens to turn cloudy, the cause of this event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.